Manufacturer narrative:
Explant date: 2015.

Event description:
A report was received that the patient's ipg was not working. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was not working. The patient underwent an ipg explant procedure.